Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external leak of blood was noted from a revaclear dialyzer. The blood leak was noted at the connection between the arterial dialyzer line and the dialyzer an hour and a half after the treatment started. The reporter stated that the patient lost approximately 100 ml of blood due to the event. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.